Event description:
The pump was returned for recurring loss of prime warnings. Evaluation revealed that the force sensor resistance measurement was out of calibration and the force sensor plate was physically damaged. This report is made based on results of investigation completed on (B)(6) 2011.

Manufacturer narrative:
Initial reporter: the reporter was a diabetes educator. The reporter's name and contact information are unavailable at this time. Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that loss of prime warnings had occurred which could not be duplicated during testing. Evaluation revealed that the force sensor resistance measurement was out of calibration and the force sensor plate was physically damaged.